Manufacturer narrative:
H3, h6: the device intended to be used in treatment been returned for evaluation. Establishing a relationship between the reported event. A visual inspection was performed and showed defects to the outer case. The functional inspection found that the device could not maintain pressure and the root cause identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the device failed the pressure tests and it was found unable to generate and control negative pressure. No patient was involved because this was found during service and repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.